Manufacturer narrative:
The reported field event of long charge time was confirmed. Review of device data showed the device had a charge time out during capacitor maintenance. During analysis, the cause of the failure was lost and could not be reproduced. The cause of the long charge time could not be determined

Event description:
New information received indicated that the implantable cardioverter defibrillator was explanted and replaced. Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up after the implantable cardioverter defibrillator delivered a vibratory alert for charge time out. No intervention was performed. The patient was stable.